Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the "ventilator inoperative" alarm was duplicated. Code e-155 was found in the ventilator's downloaded error log. No anomaly was found. The flow sensor was replaced preventively.